Event description:
Brush head became detached in the mouth - oral b [device breakage]. Case narrative: consumer via e-mail stated that toothbrush brush head becomes detached in mouth and not aware that it is due to the brush head or the toothbrush. The toothbrush has not fallen or been bumped. No injury was reported.

Manufacturer narrative:
27-may-2025: complained product will not be not available.